Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high, out of range, low voltage capture threshold issue was observed on the rv lead which affected the projected longevity. Patient was asymptomatic. The device was programmed to reduce the device longevity issue. Lead was capped on (B)(6) 2017 and a new lead was implanted. Patient was stable.